Event description:
Reports from staff: 1. The wings are too small to manage with dexterity. Even for people with small hands. 2. The tubing is narrow so the blood sample hemolyzes and causes the patient to have to be re-drawn. The narrowness of the tubing also causes the blood draw process to take longer so the patients have to have the needle poking them longer. 3. The tubing tends to want to curl up during the blood draw. Medline stated they are aware of this issue and the phlebotomists should manually stretch the tubing out prior to the blood draw to prevent this from occurring. 4. Patient complaints about lack of skill by staff due to difficulty using new butterflies. This is occurring with skilled, seasoned phlebotomists. 5. The tubing on the butterflies are too rigid and cause the needles to move when filling blood collection tubes. These have caused several patients to have to get re-poked because the needle moved and flow stopped or came out of the patient's arm. Some have been found to have faulty needle safety.